Event description:
It was reported that at 14:45 on (B)(6) 2026, the patient underwent laparoscopic salpingectomy and partial oophorectomy under general anesthesia. At 16:30, the tip of the dissecting forceps fractured when the surgeon retrieved specimens. The fractured tip was immediately located and removed via laparoscope. The tip was intact, and no foreign body remained in the abdominal cavity after exploration. The instrument was replaced promptly and the operation continued. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).